Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 540mg/dl. Customer current blood glucose level was 114mg/dl .customer experienced symptoms such as felt like crap .customer was treated injections. Troubleshooting was performed. Based on customer report customer does not allege pump was under delivering. The product will returned for analysis.